Event description:
It was reported that a patient presented remotely via merlin.net transmission. Upon review, the pulse generator reached elective replacement prematurely. The device was explanted and replaced. The patient was fine before, during, and after the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.